Manufacturer narrative:
According to the customer starting "around 9/30/2024" the bar underneath the mattress that is part of the bed is "bent and pushing up on the mattress so that the bed cannot lay flat". Per the customer, due to this the user is experiencing a newly occurring pressure sore on the user's "right buttock". Per customer the user of the bed has no history of bed sores, and the user is now receiving daily wound care as the wound is "open and bleeding". No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer starting "around 9/30/2024" the bar underneath the mattress that is part of the bed is "bent and pushing up on the mattress so that the bed cannot lay flat".